Event description:
Baxter czech republic reported "the clamp of the transfer set wasn't leak proof". This was noted after 14 days of use. The set was changed with no patient injury reported by the complaint coordinator. The 2nd set leaked after 1 month of usage and the set was again changed with no patient injury reported by the complaint coordinator.